Event description:
It was reported t wave oversensing occurred and the patient received six shocks. The patient decided to turn off the device because she believed the lead was damaged. No further patient complications have been reported as a result of this event. Additionally, a lawsuit alleges the patient "suffered physical and other injury" and "experienced a series of inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention" and "severe emotional distress" due to the "defective" lead. There were further allegations from an attorney that indicated the patient is deceased.

Event description:
It was reported t wave oversensing occurred and the patient received six shocks. The patient decided to turn off the device because she believed the lead was damaged. No further patient complications have been reported as a result of this event. Additionally, a lawsuit alleges the patient "suffered physical and other injury" and "experienced a series of inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention" and "severe emotional distress" due to the "defective" lead.

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the (B)(4) leads. Evaluation summary: (B)(4): performance data collected from the device was analyzed and revealed sensing /oversensing. It was also revealed that the device had recorded 365 total non sustained tachycardia episodes. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The (B)(4) lead model is included in a field advisory. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device. Analysis of that data revealed oversensing.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device. Analysis of that data revealed oversensing.